Manufacturer narrative:
Siemens has initiated a technical investigation of the reported event. Although a definitive root cause has not been identified at this time, the patient's arms were not fixated as recommended in the system user manual. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported to siemens by the customer that during a CT examination using the somatom definition as system, the patient's finger became caught in the gap between the moving table-top and table-top support resulting in moderate injury to the finger. The patient's arms were not fixated during the CT examination as recommended in the system user manual. The patient received medical treatment in the emergency department of the same hospital. The injury was a laceration which required sutures. No further information was received regarding the patient's health status or additional information regarding the injury and treatment. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens completed the technical investigation of the reported event. The root cause is due to the gap between the table-top cover and the table frame being greater than 8mm, which is out of specification. The cover was exchanged with a new one and it was investigated further. Clear signs of excessive external force could be identified on the complaint part. The screw hole for the mounting mechanism was deformed by massive external force. No general design issue has been identified therefore, no corrective action is deemed necessary.